Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the right plunger case was cracked. During inspection, the reported problem was duplicated. The root cause of the reported issue was found to be the force sensor cable was damaged. Replaced force sensor and replaced plunger cable as a preventative measure.

Event description:
It was reported that there was an error code system failure/ force sensor bridge test. No patient injury was reported.